Event description:
Pt reported to her son that she was walking in her home and the right front wheel assembly of her 4 wheeled walker fell off. The caster bolt detached from the frame. She did not fall and there was no injury.